Event description:
Reporter alleged the lancet needle from the softclix plus lancet system which is used in finger-stick blood glucose testing would not puncture the customer's finger. The location of the alleged incident was not provided. The MFR eval dept determined the lancet sticks out of the cap after its use. It was not provided whether any actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Softclix plus lancet: catalog # 04628349001.

Manufacturer narrative:
The suspect product is the softclix plus lancet.